Event description:
Procedure type: lap hernia repair. According to the reporter: item had a hole in the balloon and would not inflate to create a space. Had to open a second balloon.

Manufacturer narrative:
Sd reference #: (B)(4). Date of initial report sent: (B)(4) 2012.